Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during evaluation, a review of the pump¿s black box data showed multiple cs 064 call service alarms. The force was not high at the time of the alarms. During the rewind and load cartridge steps, the piston did not move when the call service 064-0001 alarm occurred. The unable to prime complaint was duplicated. Further testing was not able to be performed due to the recurring alarm. The pump was opened and investigation revealed that the internal motor had failed.